Manufacturer narrative:
The investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Reportedly, the hearing performance with the device was suddenly affected. The user fell down the stairs on (B)(6) 2021 and presented with swelling on the implant site. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the hearing performance with the device was suddenly affected. The user fell from the stairs on (B)(6) 2021 and presented swelling on the implant site.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. Further checks are considered but no date has been scheduled yet.

Event description:
Reportedly, the hearing performance with the device was suddenly affected. The user fell from the stairs on (B)(6) 2021 and presented swelling on the implant site. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly, the hearing performance with the device was suddenly affected. The user fell down the stairs on (B)(6) 2021 and presented with swelling on the implant site. The user has been re-implanted. Despite requested, the concerned device has not been received for investigation yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to confirm an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.